Manufacturer narrative:
E1: initial reporter last name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station with the main half-height drawer 2.2 not detected on the bus. The field service engineer (fse) opened the back panel and observed the orange communication light blinking on the module controller board. The station was powered down, and all drawer connections for drawer 2 were reseated. The station was then rebooted, and the drawer was detected on the bus. The customer tested the inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer stated a message as "failed to stay closed" and the main drawer 2.2 was not detecting on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.